Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a gap in adhesive area between hold ring and distal end. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subjected device had silicone damage around proximal end. The event occurred during reprocessing. There were no reports of patient involvement.